Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 110 alarms through review of the event history log, but did not reproduce it. The evaluation found that the motor (flex) was failing, which is a known contributor to system error 110 alarms. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 110 during an infusion. Any patient injury or medical intervention is unknown.